Manufacturer narrative:
The field service engineer found serum and gel on the sample probe in the wash station. The probe and wash station were cleaned and air purges were performed. A calibration was performed. Controls were run and passed. No further issues occurred.

Event description:
The initial reporter stated they received patient moving average errors when testing patient samples on the cobas 8000 ise 1800 module. The customer noted there was a clot on a probe, so they performed air purges. The customer then noted they received fuse failure errors. Patient samples were then repeated on a second analyzer and the results were different. The customer stated they corrected 116 patient sample results. The customer provided an example of one patient sample that had discrepant results for ise indirect na for gen.2. The sample initially resulted in a sodium value of 142 mmol/l and it repeated as 149 mmol/l. The customer noted that the sample had been stored open for 6 hours before it was repeated. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.